Event description:
The customer reported that 5ml of clear fluid, of unknown source, was dripping from the coulter lh 750 instrument. The leak was not contained. The customer ran controls after the leak was discovered, and the control results matched previous runs. There was no biohazard exposure to open wounds or mucous membranes. The operator was wearing a lab coat and gloves at the time of the event. The operator did not seek medical attention. The msds was not reviewed. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012 to the customer's site. The fse replaced the leaking tubing at pinch valve vl48 b, and cleaned up the isoton under the instrument. The fse performed verification. The cause of this event was related to a worn tubing through vl48 b. (B)(4).